Event description:
It was reported that a catheter was implemented at 10 am and dislodged at 5 pm same day. It was further stated that the (B)(6) helper advised the balloon was broken - "bursted". Not deflated and 10ml was the amount of liquid inside the balloon. It was also, reported that the product was in use for seven hours.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A request was sent to complainant on (B)(4) 2014 for clarification of reported "broken - bursted" event information. It was reported that the patient is a wheelchair bound multiple sclerosis sufferer with a very slender build that requires care. It was further reported that the patient does not have a urinary tract infection. No sample was received from customer. Only the product reference number (B)(4) and lot # 813143r019 was available to assist in history review. Review of past two years (2012-2013) complaint history records did not reveal any similar complaint was registered from the field pertaining to balloon burst issue for this particular type of product. Review of incoming test report for this particular lot did not reveal any signs of such defect detected during the incoming inspection. The samples taken from this manufacturing lot met specification when subjected for the functional test. The actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Review of batch records did not reveal any signs of abnormalities. Since the actual product was not returned further investigation in determining the root cause of product failure could not be carried out. Should the sample with regards to the complaint be available at the later stage, we will re-open the files for investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.